Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited larger than expected drop in battery longevity between (B)(6) 2015. The patient has been asymptomatic throughout this observation period. Device also reached eri prematurely. Device was explanted and replaced. The patient was asymptomatic prior, during, and after the case. The patient was fine in the recovery room.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.